Event description:
It was reported that during an unspecified procedure the guide wire tip detached. A v-18, 300 cm, 8 cm poly tip guide wire was advanced into an unspecified scope. The wire was advanced out the end of the scope but "was not very responsive". The guide wire would not enter the pt. The scope was removed and the guide wire tip was found at the end of the scope sheath. There were no pt complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.